Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of damaged clamp is unconfirmed, as the problem could not be reproduced. One 4 fr dual lumen powerpicc sv was returned for evaluation. An initial visual observation revealed use residue on the sample. The red hub was observed to be missing. Both clamps were present and undamaged. A functional testing of engaging both clamps on their respective extension tubing was performed, and the clamps functioned as expected. A microscopic observation revealed a residue similar to adhesive on the purple clamp. No damage was observed on the clamps. This complaint is unconfirmed as the problem could not be reproduced. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the clamp was damaged. The clamp did not fall off the catheter when the luer was found missing; clamp is still on the catheter. The PICC did not have any infusions running at the time of the noted event. The patient was not harmed other than having to have the line removed and a new line placed. A new piv had to be placed. There was no delay in treatment. PICC was inserted on (B)(6) 2024. PICC was secured with a statlock, tegaderm securement dressing. No other information was provided.